Manufacturer narrative:
The pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The device had cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was 74mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.